Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: feb. 23, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received cut into three pieces. Due to the returned condition of the lens, no further evaluation could be performed on the lens. The device handpiece was inspected under magnification and disassembled. No assembly issues were identified at the jacksonville crel laboratories. The customer provided photograph was evaluated by a subject matter expert (sme). The damage on the lens was consistent with damage that had been previously seen with resulting from a plunger rod however the location of the damage indicates that the lens had rotated approximately 90°. The handpiece was requested to be inspected by the sme and the sme identified witness lines on the cartridge and lens module indicating that the lens module was possibly not assembled correctly. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue of difficult to use was not confirmed. Per the definition of cosmetic issues provided in amo-04-d024 rev. 11 the complaint issue could not be confirmed. However, the observed issue of lens damaged is similar to the complaint issue cosmetic issues. Smes at the manufacturing site were consulted regarding the product evaluation results. It was stated that while there are witness lines that indicate the a possible assembly issue such lines were not identified when the device was initially inspected in the jacksonville crel laboratories. This complaint cannot be confirmed to be the result of manufacturing or design deficiency as the witness lines could have resulted from device reassembly, prior storage and shipping to the sme, at the jacksonville laboratories. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, the surgeon noticed that the lens was damaged in two places, 8 o-clock and 3 o-clock. The surgeon chose to explant the lens cutting it in parts. A new iol (intraocular lens) was implanted with good results. No post-op problems and no damage to the patient's eye. The surgeon said that there might have been more resistance than usual when he implanting. The product is available and no further information was provided.

Manufacturer narrative:
Per (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: implant date does not apply because the lens was removed during the same procedure. Explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Initial reporters telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.